Event description:
User alleges that he is unable to tilt his chair. User alleges that if he cannot tilt his chair his medical condition can get worse & even cause death. No injury is alleged. Parts that are being replaced on the power chair are (B)(4) - right motor gearbox assembly and (B)(4) - left motor gearbox assembly.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp, serial number/date (B)(4) is approximately 3 years 5 months old. The user manual part number 1143190 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). User alleges that he is unable to tilt his chair. Right motor gearbox assembly and left motor gearbox assembly were replaced. The replaced units were returned and inspected. Results: visual - the motor and gearbox housings both contained dirt and debris and evidence of scratches. The motor's cable had cuts in its outer insulation. There was also evidence of corrosion on the gearbox shaft. Functional - olm readings were taken on the motor for all applicable area's and they tested in the acceptable range. The motors were connected to a known good joystick, joystick cable, controller, and batteries, and then operated for one half hour. Motor (sn:(B)(4)) would not operate and produced a motor fault error code as it should. No discrepancies with the other motors. The motors brake engagement levers used to select between drive and free wheel mode were operated 10 times. No discrepancies were observed. The complaint could not be duplicated. (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 3 years 5 months old. The user manual part number 1143190 rev f (apr-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
User alleges that he is unable to tilt his chair. User alleges that if he cannot tilt his chair his medical condition can get worse & even cause death. No injury is alleged. Parts that are being replaced on the power chair are 1153661 - right motor gearbox assembly and 1153662 - left motor gearbox assembly.